Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she fell a few days ago, but it wasn't until the pump vibrated, that it rattled really loudly. Customer stated that she also noticed cracks on the pump. Customer's blood glucose was 96 mg/dl at the time of the incident. Customer stated that the damage is at the top where the clip locks in and there is a small crack on the battery compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced. Customer declined a loaner pump and to return her old pump.

Manufacturer narrative:
The insulin pump rattles when vibrator motor is activated due to vibrator motor adhesive not adhering to case. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, a21 error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners and minor scratches on display window noted.